Manufacturer narrative:
The following was additional procedural information provided by the rep at time of event notification: this patient presented for evaluation/treatment due to angina. They noted a right saphenous vein graft that was feeding the left system; however, they report the svg to appear unusual with possible clot or bridging appearance. The lesion was identified as an ostial lesion of the left main (lm) to the proximal left anterior descending artery (lad). A pilot (guidant) guidewire was used to access the total occlusion or the left main to the diagonal branch. This proximal lesion was dilated with a 2.5 x 12mm voyager balloon and a cypher 3.0 x 13mm stent was placed without difficulty. The physician then predilated the left anterior descending and the diagonal branch using the crush technique. A 2.0 x 20mm voyager balloon was placed in the diagonal branch using the crush technique. A 2.0 x 20mm voyager balloon was placed in the diagonal and a 2.0 x 15mm minivision balloon was placed in the lad. Attempts were then made to advance a cypher 2.5 x28 stent to the calcified lesion of the lad branch. The physician was unable to place the device in the intended location and decided to remove it. However, the stent was stripped off the balloon (dislodged) due to the angle of the previously placed 3.0 x 13mm stent. A 2.0 x 30mm voyager balloon was used to successfully deploy the stent in the left main/lad section (unintended location). A 2.5 x 15mm powersail balloon was then used to post-dilate the distal end. Attempts were then made to treat the target lesion again, this time with a 2.5 x 23mm cypher stent. The device was advanced and during inflation the guidant rep felt that at 4 atms the balloon did not appear to be inflating adequately. The mds made no note of this and continued to inflate to 12 atms at which point the stent was deployed. The physician pulled negative but when a picture was taken, the balloon was still up. The physician pulled again and took another picture but the balloon was still up. The physician then took a 20cc syringe and was able to eventually deflate the balloon. Upon removal of the device the guidant rep noted kinks. During this time the patient had no complaints of chest pain and did not have any EKG changes. Due to a gap between the 2.5 x 28mm and 2.5 x 23mm cypher stents, the physician chose to deploy a 2.5 x 13mm cypher stent. Post-dilation was conducted with a 2.5 x 15mm powersail balloon. The cardiovascular catheterization interventional report associated with this complaint was submitted via fax and supplied the following information. Indication for procedure: cad, abnormal stress test and chest pain. Angiographic findings: proximal left main: discrete 90% stenosis, mid lad: 100% discrete stenosis, d1: 95% discrete stenosis, proximal cx: 100% discrete stenosis, prox rca: 90%discrete stenosis, mid rca: 100% stenosis, rpda: 60% diffuse stenosis. Lesion #1: percutaneous intervention on the lesion in the left main. Ebu 3.5 launcher guide catheter was used to intubate vessel. Balloon angioplasty performed with a 2.5 x 12 voyager rx balloon at a max inflation pressure of 16 atms x 1. A new pilot 50 wire was advanced across the lesion. A 3.0 x 13mm cypher was deployed at 18 atms. Balloon angioplasty was performed with a 3.25 x 15mm power sail balloon, 2 inflations at a max inflation pressure of 20 atms. Lesion #2: stenting of the lesion in the mid lad. Balloon angioplasty performed with a 1.5 x 15mm voyager rx balloon at 3 inflations to a max inflation pressure of 14 atms. A new pilot 50 wire was advanced across the lesion. Balloon angioplasty was performed with a 2.5 x 12mm maverick ii balloon at a max pressure of 10 atms x 1inflation. A 2.5 x 28mm cypher was deployed at 18 atms. Balloon angioplasty was performed at 8 atms x 1 inflation. Balloon angioplasty was performed with a 2.5 x 15mm power sail balloon x 5 inflations at a max pressure of (?) 120 atms. A 2.5 x 13mm cypher was deployed at 20 atms. Balloon angioplasty was performed at 20 atms x inflation. A 2.5 x 23mm cypher was deployed at 16 atms. Balloon angioplasty was performed with a 2.5 x 20mm quantum balloon at 3 inflations with a max pressure of 20 atms. A 2.5 x 13mm cypher was deployed at 20 atms. Balloon angioplasty was performed with a 2.5 x 15mm power sail balloon x 5 inflations at a max pressure of 20 atms. Lesion #3: stenting of the 1st diagonal. Balloon angioplasty was performed with a 2.0 x 15mm voyager rx balloon x 3 inflations to a max pressure of 14 atms. Vessel setup was performed. A pilot 50 wire was used to cross the lesion. A mini vision 2.0 x 15mm bare-metal stent was placed across the lesion and deployed with one inflation at 14 atms. Balloon angioplasty was performed with a 2.0 x 15mm voyager rx balloon x 3 inflations at a max pressure of 18 atms. The product was returned for analysis. Additional information will be submitted within 30 days upon receipt. Please note that this is one of two reported adverse events, involving two separate products that have been reported to have occurred during this case. Please refer to MFR report #3003742446-2005-01810.

Event description:
The following information was provided by the guidant sales rep who was present during this case: during a percutaneous coronary interventional procedure, a cypher 2.5 x 28mm stent became dislodged as the physician attempted to withdraw the device. The physician was able to deploy the stent in an unintended location. (This is reported under separate medwatch) the physician then placed a 2.5 x 23mm cypher stent in the target lesion. However, following stent deployment the physician had difficulty deflating the balloon. There was no reported injury to the patient throughout the procedure.